Event description:
A caller reported a malfunction on the pump, which resulted in a malfunction code and a fault ID being identified. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump and sent a replacement with updated software. The customer, who acknowledged all instructions, was advised to use mdi as a backup therapy and instructed on returning the problematic pump. They were also advised on programming and connecting their settings and cgm to the new pump.